Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was being placed using a competitor guidewire and once the wire was attempted to be removed, there was some resistance during withdrawal. An attempt to advance a new guidewire was made, but it would not exit the distal end of the lv lead. The lead was removed and backloading over a wire was attempted, but the wire would not advance into the lead. The lumen at the distal tip of the lead seemed blocked. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the distal conductor of the lead was obstructed due to a competitor stylet/guidewire fragment stuck in the lumen. Damaged during use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.